Event description:
Placing a left femoral vein quinton catheter, was able to cannulate the vein immediately on first stick and thread the guidewire without difficulty. After confirming the guidewire was appropriately positioned in the vein, was able to dilate without difficulty. Was able to thread the catheter over the guidewire, however when provider went to remove the guidewire, provider noticed that the guidewire was sheared and unraveled in places. In order to ensure the entire guidewire was removed en bloc, I removed the catheter and the entire guidewire. I inspected the guidewire with teleicu attending. J loop intact. End of guidewire intact. There are areas of the guidewire that are unraveled along the length. I have saved the entire guidewire and the catheter for review.